Event description:
On (B)(6) 2012, the lay-user/patient contacted animas, reported elevated blood glucose (bg) levels, and alleged a possible cartridge issue. The patient indicated that on a tuesday night, she had experienced an abnormally high bg level. She claimed that correction boluses would not bring her bg's down. She reportedly changed her site and was still having issues with high bg. The patient went to a hospital during the time of concern, had a bg level of "535 mg/dl," and was disconnected from the pump. She was treated with rapid-acting insulin which brought her bg level down to the "130's mg/dl." At that point, the patient was discharged home. When the patient got home, she restarted pump therapy and claimed that her bg level began to rise again. The patient disconnected from the pump and noticed that the cartridge in use was empty. The patient claimed that the plunger appeared to be pulled back as if there was about 30 units of insulin in the cartridge. The patient denied that she smelled insulin or observed moisture on herself or in the pump. She also denied observing any defects, cracks, or leaking from the cartridge. The tubing was not loose at the luer lock. The o-ring was reportedly intact. The subject cartridge was already discarded. The patient was able to fill a new cartridge and resumed insulin pump therapy with no issues. The patient denied that she had any further problems since changing her cartridge and infusion set. The patient admitted that she was unsure if she had put an old cartridge back into the pump instead of a newly filled cartridge. She was unable to recall details leading up to the elevated bg levels. The patient was reportedly removing bubbles from her cartridges by using her finger or a pen. The animas representative involved in this contact instructed the patient to only use her fingers to debubble a cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed an elevated bg level and was treated with insulin in a hospital. However, at this time it is unclear if the pump, a cartridge, use-error, and/or other factors contributed to the patient's injury. The details leading up to the patient's injury are unknown. In one case, the patient noticed that her cartridge was empty after her bg's began to rise.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from lot # b201705 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump and cartridge have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.